Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the loop recorder exhibited under-sensing. No programming changes were made. There were no patient consequences. The patient would be further monitored.